Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was scheduled for dbs replacement due to reaching eri. Upon interrogation pre-op, electrodes 2 and 3 monopolar, as well as bipolar combos of 0 and 3, 1 and 3, 0 and 2, and 1 and 2 were potential open circuits ranging from impedances of 4,644 to 5,528 ohms. Mdt rep ran several impedance measurements on patient's pre-op device while palpating at the lead/extension connection and at the device/extension connection, but impedances did not change from the initial measurements. A new percept replacement device was completed successfully and the monopolar impedances did improve by about 1,000 ohms but still remained out of range (3,500-3,994). Bipolar combo's of 0 and 3, 1 and 3, and 1 and 2 became within normal range, while 0 and 2 improved but still remained out of range. There are no known factors that have contributed to this potential issue. Patient has advanced parkinson's so the potential issue is resolved from a standpoint that the physicians are not going to put patient through any additional surgical intervention at this point. No symptoms were reported.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported at the current settings the device longevity was estimated to be 3 years, 10 months; however, they didn¿t know if they were on other settings, and ones that were significantly higher, and over what time period. Due to this it was unable to be determined how accurate things were. The patient, nor the physician, expressed any concern about the devices¿ longevity performance. The patient did not want a rechargeable device nor were they a candidate for it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.